Manufacturer narrative:
The evaluation was completed and no new information was revealed. Corrective actions are in progress for this issue.

Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of l heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the device has been cleaned regularly according to the instruction for use (IFU) and was placed outside of the operation room during use. The customer has taken the device out of service and plans to return the unit to livanova (B)(4) for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera during maintenance. There is no known patient involvement.